Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced light sensitivity and cystoid macular edema. As a solution, the initial lens was removed, and in a subsequent procedure, a lens from a different company was implanted. This resulted in the resolution of the patient's issues. Additional information was requested.